Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation in early 2009 that a percuflex plus ureteral stent device was used during a stent placement procedure (patient gender, age and weight are unknown). According to the complainant, during the preparation, they noted the string was not attached to the stent. The procedure was completed with another percuflex plus ureteral stent device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
No consequences or impact to patient. Component(s), detachment of visual examination of the returned device revealed that the suture had been removed from the stent. A tear was found in the stent from the proximal sideport hole to the proximal end of the stent. The tear was found to be jagged and 6 millimeters long. The most probable root cause of the reported malfunction is handling damage. A search for similar complaints was completed and found no other complaints were associated with this lot.